Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system mouse became unresponsive on the set-up equipment task. In trouble-shooting, the system was re-started by powering it off, then on, and re-launching the ent software. There was no delay to the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event was unrelated to the computer hardware.

Manufacturer narrative:
Software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. Return requested. Replacement computer shipped to site (B)(4) 2015. Suspect computer returned to manufacturer on (B)(4) 2015. A medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software testing showed a shutdown to the blue logo screen. Trouble-shooting did not restore normal function. Computer was replaced, system performed as intended. Surgeon profile and networking information was restored. Exams successfully loaded by disk and network push. Issue resolved.

Manufacturer narrative:
It was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(4) 2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿